Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the common femoral artery was achieved with two proglide devices using the pre-close technique via an 8f sheath, observing a vasospasm in the iliac artery, prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Reportedly, at the end of the procedure the sutures of both proglide devices were used successfully to achieve hemostasis. A control was performed by ultrasound and the patient had the entire femoral artery occluded. It is unknown what caused the occlusion; however, it was thought to be a back wall stitch with the sutures of both proglide devices. Medical treatment was administered showing a hyperechogenic image. The hyperechogenic image was clarified to be turbulence in the lumen of the artery. Medication was administered to the patient to treat the turbulence. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.